Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n184853026, implanted: (B)(6) 2014, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that a priming bolus was incorrectly performed. It was noted that at a pump replacement due to normal longevity there was only a 0.199 ml prime on the back table of the new concentration in the new pump. It was reported that the healthcare provider was aware of the situation. It was noted that the old concentration was 7 mg/ml and the new concentration was 11 mg/ml. It was reported that the pump was used to infuse morphine. It was later reported that there were no patient symptoms. It was noted that the healthcare provider (hcp) chose to do a priming bolus of 0.199 ml for the back table priming bolus prior to replacement. It was reported that the hcp is aware of the variance of the pump tubing. It was noted that the hcp normal protocol is 0.199 ml. It was reported that per hcp, he does not see this as an error in programming. It was noted that the patient is doing well and was receiving effect therapy.